Manufacturer narrative:
No product has been returned for eval. As per customer no further assistance is required. Should new info becomes available a follow up MDR will be submitted.

Event description:
Received info stating pt's bg levels were low as correction factor was set to 1:15 mg/dl and it should be 1:50 mg/dl.